Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, the first two coils were easily implanted in the aneurysm. Upon advancing the third coil in the microcatheter, resistance was experienced and the coil could not be seen on fluoroscopy so it was decided to be from the patient. Upon removing the coil from the microcatheter, it was found that the coil prematurely detached into the microcatheter and both were removed from the patient. A new microcatheter and coil was used to complete the procedure without issues. No patient injury was reported as a result of the procedure.